Event description:
It was reported via voluntary medwatch that the patient presented in-clinic for a scheduled right-ventricular (rv) lead revision as previously upon interrogation it was noted that the rv lead exhibited noise oversensing due to suspected lead damage which was confirmed via lead maneuvers. No resolution was performed. There were no patient consequences.